Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours). Before the procedure the patient received heparin or other antithrombotic medication, a loading dose of 325 mg of aspirin and 90 mg of ticagrelor. The 2.25 mm x 12 mm target lesion located at the proximal left circumflex vessel was pretreated with two devices using the largest balloon diameter of 2.25 mm x 12 mm length of non-compliant balloon angioplasty catheter and semi-compliant balloon angioplasty catheter achieving 0% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.25 mm x 12 mm agent dcb with 0% residual stenosis with timi flow of 3. During the 18-24 hour post procedure lab draw, the results demonstrated an elevated troponin I hs which met the criteria for a myocardial infarction. In addition, the non-target lesion located at the proximal left main coronary vessel extending up to the first diagonal branch was successfully treated with a drug eluting stent, 7 different balloon angioplasty catheters and an intravascular lithotripsy. The non-target lesion was treated with the 2.25 mm x 12 mm agent dcb device. The patient discharged the day after the procedure with the continuation of aspirin and ticagrelor medications.